Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy, both handle did not work. It was impossible to squeeze. The surgeon use another device from competitor to complete the case.